Event description:
Customer reports the following: "reported to biomed tubing set not recognized, biomed duplicated problem, tried 3 different cassettes, no patient harm." Preliminary review of the device logs confirm that the pump incorrectly identified an administration set indicating an issue with the set ID assembly. The pump should be returned for evaluation. This did not stop an active infusion. Further investigation of the pump revealed the following: ingress across set ID seal leading to electrical failure of the set ID sensors. Ingress path found to be adhesive spanning from pcb to set ID housing, preventing gasket pad from making full contact with housing. Fresenius kabi opened an internal CAPA in january 2023 for set ID sensor failures. During evaluation of the CAPA, fresenius kabi decided to submit a firm initiated recall (voluntary) to the FDA in march 2023; the FDA has assigned the following recall number in april 2023: z-1313-2023. Fresenius kabi is submitting this report after a retrospective review of all complaints where a set ID sensor failure has been identified.